Event description:
Mr. (B)(6) called out customer service, (B)(6), and reported via phone that the cylinder gives away with pts above 90 kg. There was no pt involvement or adverse consequences to report.